Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call that customer was visited to emergency room then hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 1080 mg/dl. The customer did experienced the symptoms such as vomiting. The customer was treated with fluid intubated for a week, cerebral edema, pneumonia and insulin drip. Customer was not using auto mode during high blood glucose. The insulin pump will not be returned for analysis.